Manufacturer narrative:
Device received with no any cracks or scratches on reservoir tube window noted. Device passed displacement test. The test reservoir p-cap was able to lock in place. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that they experienced hypoglycemia and there was crack on the reservoir window. The customer¿s blood glucose level was down to 50 mg/dl. The customer also reported that the insulin pump had cosmetic damage. The customer declined troubleshooting for high blood glucose. The device will be returned for analysis.